Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This case has been already reported under report# 2032227-2023-236609.

Manufacturer narrative:
S.w version 4.11j (obtained by using a test pcba 1). Retainer ring = black. Case type = ngp. Customer returned pump for an alleged cosmetic damage located at the battery compartment and was hospitalized for high bgs found on 23-jun-2023. On (B)(4), svn#:(B)(6) - customer returned pump for an alleged cosmetic damage and was hospitalized for high bgs found on 23-jun-2023. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thus due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 2 was re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued self test, upload pump to carelink, download history files and traces using thus. The pump passed the self test and no blank display noted while using the test pcba 1. Blank display was confirmed, suspected on pcba 1. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 23-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 23-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 29.775 dailytotalofbasalinsulindelivered = 22.075 dailytotalofbolusinsulindelivered = 7.7 06/23/2023 07:19:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.7 bolusamountdelivered = 7.7 please see below for pump errors/alarms noted 1 week prior to the event date 23-jun-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 06/21/2023 16:51:00.000 06/21/2023 17:01:00.000 06/22/2023 22:01:00.000 06/23/2023 18:53:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: 06/22/2023 22:23:00.000 unable to test for lost sensor alert due to a blank display. Lost sensor alert was unknown. Pump error 4 alarm (file number: 32122 line number: 272) was recorded and found in the formatted history file on: 06/23/2023 18:54:35.000 pump error 53 alarm (file number: 2005 line number: 5632) was recorded and found in the formatted history file on: 06/23/2023 18:54:37.000 pump error 4 alarm (file number: 32122 line number: 272) and pump error 53 alarm (file number: 2005 line number: 5632) were confirmed according in the formatted history file due to software error. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: 06/23/2023 18:42:28.000 06/23/2023 18:52:00.000 06/23/2023 18:53:14.000 06/23/2023 18:55:14.000 06/23/2023 19:05:00.000 06/23/2023 19:06:29.000 06/23/2023 19:06:39.000 power loss alarm was recorded and found in the formatted history file on: 06/23/2023 19:06:54.000 06/23/2023 18:54:40.000 pump error 23 alarm was recorded and found in the formatted history file on: 06/23/2023 19:06:04.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 06/23/2023 18:53:14.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Unable to test for power loss alarm, pump error 23 alarm and failed battery alert/battery failed alarm due to blank display. Power loss alarm, pump error 23 alarm and failed battery alert/battery failed alarm were unknown. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink, download history files and traces using thus due to a blank display. Blank display was confirmed, suspected on pcba 1. A test pcba 1 was used. Powered the pump on using the aa 1.5v battery, continued self test, upload pump to carelink, download history files and traces using thus. No blank display noted while using a test pcba 1. Pump error 4 alarm (file number: 32122 line number: 272) and pump error 53 alarm (file number: 2005 line number: 5632) were confirmed according in the formatted history file due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and also reported crack on the pump. The customer was treated with the insulin pump. Troubleshooting was performed and found crack on the battery compartment. It was unknown whether the customer used the insulin pump within 48 hours of the episode. It was also found that the auto mode feature was inactive at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will  be returned for analysis.